Event description:
It was reported the pt's ipg was explanted due to experiencing a burning sensation at the ipg site. It was also reported cultures were taken during the surgical procedure. The pt's lead and extensions were left implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.